Event description:
On (B)(6) 2012 the health care professional/ reporter contacted lifescan (lfs) on behalf of the patient alleging a onetouch delica lancing device holder was damaged. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, after 9:00pm, the reporter stated the alleged issue first occurred. The reporter stated the patient takes oral medications with diet and exercise to manage his diabetes. The reporter was not aware if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient was found to be 'unresponsive and lethargic' at an unknown time. The reporter stated the patient was seen by emergency medical services (ems) and a reading of '46mg/dl' was obtained, and the patient was administered IV glucose on (B)(6) 2012 after 9pm. During the time of troubleshooting the cca determined there was no misuse of the product, and this was not the first time the lancing device had been used. The cca confirmed the patient was using the correct 33g lancets. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the reporter stated the patient was unable to test due to the alleged issue, developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for a severely low blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.